Event description:
Back frame came off recliner seat frame, causing resident to fall backwards and injured head, resident taken to hospital for exam. Resident received contusion on head and released. No permanent injuries.